Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with a broken cartridge nose weld and with a yielded cartridge tube crimp. No functional testing could be performed due to the broken cartridge nose weld and the yielded cartridge tube crimp. The instrument was disassembled and the tube crimp was observed to be misaligned, which was due to an assembly error. The cartridge nose weld was examined and was found to hav been sufficient and no conclusion could be reached as to how the nose weld had become broken. The instrument was observed to contain 25 staples. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic hernia repair the ems jammed and would not fire. There was no consequence to the pt.